Event description:
It was reported that the patient presented inpatient post-implant procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture thresholds and failure to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
D9 should be jul 7, 2025 rather than jul 22, 2025, as submitted in follow up number 1.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.